Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04521, 2015691-2021 -04522, 2015691-2021-04530, 2015691-2021-04534, 2015691-2021-04535, 2015691-2021-04541.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between january 2014 and february 2020. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. The possible PMA numbers associated with this article are: p110021- edwards sapien transcatheter heart valve, p130009-edwards sapien xt transcatheter heart valve and p140031-edwards sapien 3 transcatheter heart valve. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the lvot cannot be determined, however, may be related to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: bassim el sabawi md, mayra e. Guerrero md, mackram f. Eleid md, vuyisile t. Nkomo md, mph, sorin v. Pislaru md, phd, charanjit s. Rihal md. ''Hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes'', catheter cardiovasc interv. 2021;1-10.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 1 left ventricular outflow tract (lvot) obstruction with intervention, and a tavr due to regurgitation. This report is for lvot obstruction.